Event description:
The plaintiff's atty alleged that the pt experienced sudden cardiopulmonary arrest and subsequently expired. It was reported that the death occurred due to the administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.